Event description:
It was reported that during a follow-up, the device was found in backup vvi mode. The pulse generator was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information notes: it was reported that the device exhibited a loss of telemetry.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.